Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of folfusor lv (large volume) overinfused during patient infusions; this was further described as both units ¿were detected with a running time of less than 48h¿. This was identified while in use for patient infusions with unspecified medications. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H4: the device was manufactured from november 4, 2019 - november 6, 2019. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples and the flow rates were found to be within the product specification range. Based on the functional flow test result, the 2 folfusor devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.